Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of internal medicine/cardiology, heart center leipzig at university leipzig, leipzig, germany; department of cardiac surgery, heart center leipzig at university leipzig, leipzig, germany; department of radiology, heart center leipzig at university leipzig, leipzig, germany; department of cardiac surgery, helios hospital krefeld, krefeld, german. Jozwiak j, et al. Stenting of outflow graft obstruction after left ventricular assist device implantation. Eurointervention. 2024 dec 2;20(23):e1484-e1486. Doi: 10.4244/eij-d-24-00017. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿stenting of outflow graft obstruction after left ventricular assist device implantation¿ that heartmate 3 (hm3) may be associated with outflow graft obstruction. This single-center retrospective study evaluated outflow graft obstruction (ogo) within the portion covered by the bend relief in 433 hm3 patients that were implanted between january 2015 and april 2023, and all patients were followed up until october 2023 a non-invasive diagnostic method was used to confirm obstruction: reverse causes were ruled out, lab parameters were collected, lvad parameters were analyzed, transthoracic echocardiography (tte) was used to confirm suspected ogo and cta for relevant ogo. Treatment was indicated if the patient showed clinical impairment by a low flow alarm or by critical stenosis (>70% og narrowing). Intravascular ultrasound was performed with an ivus catheter in a cath lab to interrogate the severity of stenosis and confirm the absence of thrombus. Adverse event rates were presented as a percentage of patients and as events per patient-year (eppy). The incidence rate was 2.8% in hm3 patients and the eppy rate was 0.,014. 80% of patients underwent implant via full sternotomy and the mean support time until ogo diagnosis was 1,375.3±586.2 days. The mean age of the patients at the time of percutaneous intervention was 61.8 years (range 36-77). Most patients were male (90%), and half of the patients had ischemic cardiomyopathy as the primary cause of advanced hf. Six patients received an lvad as destination therapy. In all patients with ogo, n-terminal pro-brain natriuretic peptide values were significantly elevated at the time of admission. Other biomarkers, such as lactate dehydrogenase, showed no significant difference in comparison to patients without ogo. Tte was highly suggestive of ogo in 6 patients. Increased peak velocity values between 1.7 m/s and 3.3 m/s were observed over the og. There was no in-hospital mortality, and no intervention-related major adverse cardiac or cerebrovascular events occurred, nor any minor or major access site-related complications. After a median follow-up of 336 days, no restenosis or stent migration were observed. One patient died 152 days after the intervention due to covid 19-related acute respiratory distress syndrome. This study demonstrated the value of stent graft implantation as a safe and feasible treatment option for high-risk patients.